Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the collet had corrosion built up and the large collet fingers were worn causing the attachment to not fully grip the wire.

Event description:
It was reported that the device would not retain a wire during routine maintenance. There was no patient involvement and no allegation of adverse consequences associated with this event.